Event description:
The dealer states that the design of his mpj joystick is different because the 2 set screws on the joystick , says that when the set screws loosen up the chair will not power up or down.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.